Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation found the device was returned in original packaging with the batch number of the complaint on the label. The eyelet of the distal anchor has been torn off and not returned. The lower portion is deformed and still inside the insertion tube. The distal plug is deformed and still in the insertion tube. The insertion tube edge is deformed. The proximal anchor is on the insertion device but has no visible defect. Bio debris is present. The insertion device has no other visible defects. A functional evaluation found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. The assessment of material characeristics found that based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing was not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported during an arthroscopy procedure, at the time of placing the helicoil knotless anchor, it fractured and it was not possible to place it. It is unknown how the procedure was completed. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).